Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation while wearing the lifevest. The irritation was reportedly located on the sides of the patient's breasts and under the electrodes with the irritation under the front therapy electrode being reportedly open. It was also reported that it appeared like the garment straps rubbed the patient's skin on the sides, leaving some abrasions and that the patient's garments had not been changed for several days. Nurses reportedly applied medical pads and cream/ointment on the affected areas. Follow-up indicated that there was no skin breakdown and no irritation present.